Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 95 mm diameter abdominal aortic aneurysm. It was reported that, approximately nine years and one month post index procedure, the patient presented emergently with a proximal type I endoleak in the aneurx stent graft due to migration. A type iii fabric endoleak near the proximal end of the aneurx stent graft was also noticed and a distal type I endoleak in the right limb of the aneurx stent graft. The celiac artery was occluded, there was no proximal aortic neck, and the patient was on dialysis. The physician elected to snorkel the superior mesenteric artery and covered the celiac and renal arteries with an endurant iis bifurcated stent graft; however, there was still a slight proximal type ia endoleak present. The physician elected to extend coverage of the right ipsilateral limb another 5 mm, with two endurant limbs and the 16x20x156 was used to try to extend in hopes of sealing to just above the internal iliac artery; however, the distal type I endoleak persisted. The physician also extended coverage on the contralateral side with an endurant stent graft. The physician then elected to implant another endurant stent graft into the right external iliac artery and another manufacturer's stent graft into the right internal iliac artery. The type ib endoleak was resolved. There was still a slight proximal type I endoleak observed after implant of the devices. Per the physician, the cause of the type ib endoleak was due to disease progression of the iliac artery. The cause of the type iii endoleak was due to stent fracture. The type ia endoleak was due to proximal neck anatomy. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.